Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced pain and headaches with and without device use. The recipient was prescribed tramadol. The explant surgery is scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly healing nicely. The recipient continues to experience chronic pain in the scalp area. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.